Event description:
It was reported that the customer had high blood glucose levels (306 mg/dl). Customer had her pump settings changed before her blood glucose levels began to go high. Customer is working with her clinical diabetes specialist on pump settings.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.